Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that there were episodes of under sensing exhibited by the pacemaker. No intervention was performed. There were no patient consequences.